Event description:
Large body mass patient was having an open reduction with internal fixation on the right wrist. The patient was positioned in the left lateral position on the bean bag and the air was suctioned out of the bag. A blanket was placed at the base of the pad but nothing was between the patient and the pad. A pillow was also placed between the patient's legs and gel pads under the patient's leg which was in contact with the table. Part way through the procedure, the patient was moved on the table to facilitate surgery without undraping or rechecking the position. At the end of case, a red spot noted on patient's left thigh and the patient complained of pain at the site. Diagnosed with compartment syndrome the next morning suspected to be from the patient's top leg weighted on the lower leg along with the pressure from the edge of the air bag. Fasciotomies were performed.